Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead was positioned with acceptable measurements. After the right atrial (ra) lead was positioned, the threshold measurements on the ra lead had drastically increased and loss of capture was noted. The rv lead was repositioned to the apex; however, measurements could not be obtained. As a lead fracture was suspected, the rv lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed a fracture in the neck region at the tip. As a result, analysis confirmed the clinical observations.